Manufacturer narrative:
Physio-control performed an initial evaluation on the customer's device and was unable to verify the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not display an ECG trace through any means. In this state, the device may not be able to provide therapy, if it were needed. There was no report of patient involvement in the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and could not verify or reproduce the reported issue. After performing an other unrelated repair, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not display an ECG trace through any means. In this state, the device may not be able to provide therapy, if it were needed. There was no report of patient involvement in the reported event.